Manufacturer narrative:
Investigation in process. Preliminary results indicate quality systems were functioning as intended. The preliminary investigations completed have found no correlation or association between the manufacturing of the sport super odor shield product at edgewell's dover, delaware plant and the reported tss event.

Event description:
Toxic shock syndrome (body aches; felt tired; developed a fever of 103) [toxic shock syndrome]. Case narrative: on (B)(6) 2021, a spontaneous report was received from a consumer regarding a (B)(6) female who was using playtex sport (unscented) tampons with odorshield (tampon, menstrual, unscented). Medical history included menstruation starting at 16 to 17 years of age. Concomitant products were not reported. On an unspecified date (reported as "for years" relative to (B)(6) 2021), the consumer started use of playtex sport (unscented) tampons with odorshield and usually used super or regular absorbency tampons. On an unspecified date in (B)(6) 2021, after starting use of the product, the consumer ran out of the regular size and only had supers. Subsequently, on an unspecified date in (B)(6) 2021 (reported as "she was on her 5th to 6th day of her menses"), the consumer experienced body aches. On (B)(6) 2021, she felt tired. On (B)(6) 2021, the consumer developed a fever of 103 (presumed degrees fahrenheit). The consumer did not sleep with a tampon in the night prior. Subsequently, she went to an urgent care center, where they drew her blood (results not reported) and advised she go to the hospital. The consumer was seen in the ER (emergency room) and received a cat (computed tomography) scan, unspecified blood work, and urine testing, with subsequent diagnosis of tss (toxic shock syndrome). The consumer was transferred to ic (intensive care), where she was treated with IV (intravenous) therapy and unspecified antibiotics. She also received ultrasounds of her heart and lungs (results not reported). On (B)(6) 2021, the consumer was "discharged on cephalexin." On (B)(6) 2021, the consumer was seen by her pcp (primary care provider) and was advised to return in 1 month (relative to (B)(6) 2021). On an unspecified date in (B)(6) 2021, the consumer discontinued use of the product, as she would never use tampons again. She "now" understood how you could also get toxic shock syndrome from using super absorbent, not just from leaving in too long, as she had always known to never leave in more than 4 hours. As of (B)(6) 2021, the outcome of tss was "fully recovered." No additional information was provided.